Event description:
Reporter alleged blood glucose device measured a result outside the reading range of the meter. Customer stated the meter read >600 mg/dl however no definitive reading could be provided. Customer indicated self treating with an unknown amount of insulin however no other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.